Event description:
Following the initial implant procedure, the auditory alert of the device was tested, however, the alert was unable to be heard. A device malfunction was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.